Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering and it was not delivering the insulin and insulin pump was dropped and had small cracks or scratches on the lcd screen and it was using the batteries very fast and belt clip had broken. The customer blood glucose level was over 30 mmol/l. Customer reports they feel okay to troubleshooting. Customer alleges insulin pump was under delivering because after changing the basal rate blood glucose constantly rising and falling even with manual injections of insulin. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for high blood glucose with the manual injections of insulin and bolus with the insulin pump. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer declined to test insulin pump. Customer was currently off the insulin pump. Customer declined troubleshooting for the battery issues. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Possible under delivery anomaly not confirmed. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed charge or battery lasts less than expected due to due to moisture damage on the electronic assembly. P-cap or reservoir locked properly in place. Device received with broken belt clip rails. Device received with minor scratches to the display window.